Event description:
It was reported that stent fracture occurred. A percutaneous coronary intervention was being performed. The 98% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. Following pre-dilatation of a 3.0x12 balloon catheter, a 4.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, it failed to advance the lesion. A guide extension was used to facilitate delivery but still it failed to advance. The device was removed and it was noticed that the stent strut middle part was separated in two pieces. The procedure was completed with another of the same device. There were no patient complications and that the patient status was good.